Manufacturer narrative:
Field service engineer (fse) was dispatched on the site and concluded that a possible an air bubble caused an injection delay. Fse replaced the ad2 ipv (syringe and valve, ipv) to resolve the problem. The system was working as intended after the repair. Risk assessment was performed and determined that if the patient received a (B)(6) result for (B)(6), the potential impact to the patient would be inconvenience, anxiety, and over-testing. Of note, there is no report of patient anxiety/impact because of this issue. If the (B)(6) result was obtained during repeat co-testing, a colposcopy is recommended. A colposcopy is an invasive procedure that allows the health care provider to look at the cervix through a magnifying device; a biopsy may be performed if the health care provider sees abnormal areas. The patient impact of having a colposcopy performed for a (B)(6) hpv result is discomfort and inconvenience.

Event description:
Customer contacted hologic to report a valid aptima (B)(6) run (lot 306525) that contained high background (hb) flags on one (B)(6) calibrator and one (B)(6) calibrator replicate on tigris sn (B)(4). Customer requested for hologic to review their logs. Product application specialist (pas) reviewed customer data from (B)(4) and noted 1 sample that was reported out was impacted by a delay in auto detect (ad) injection. Customer confimed that the impacted sample was retested ((B)(6)) and the reported result was amended. No injury was reported during this event. Customer reported it was unkown if treatment were provided to the impacted patient.